Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer was hospitalized due to high blood glucose levels. The caller also reported that the insulin pump alarmed auto off frequently. She was advised to turn the auto off alarm feature off in order to prevent it from occurring. The customer's mother stated that the customer and the insulin pump were not present in order to troubleshoot. She was advised that the insulin pump would need to be present in order to proceed with the troubleshoot process. She stated that she would call back in order to document the high blood glucose hospitalization and address the matter. The caller did not know the blood glucose reading.